Manufacturer narrative:
The image did not arrive at the workstation, causing a delay in treatment. We have implemented corrective measures to mitigate the risk and prevent errors through service visits. Daily calibration and quality assurance testing were completed on the system with no issues. Any additional information received on this incident will be reported in a follow-up MDR.

Event description:
During a patient procedure, technician ran a scout, but the image did not arrive at the workstation.